Event description:
Customer reported via phone call that their blood glucose readings are high. Customer states that they are receiving a no delivery alarm. The blood glucose readings are over 600 mg/dl.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test.no excessive no delivery alarms noted. Unit received with cracked display window corners. Unit received with minor scratched lcd window.